Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was scheduled for a pump replacement on (B)(6) 2020. It was further reported, according to the pentec nurse and facility where this patient lives the patient was not showing any signs of withdrawal. The motor stalls have recovered according to the logs. The pump would be returned after replacing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis. The pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 1 ,201.4 mcg/day. As per the logs provided the following occurred: (B)(6) 2020,12:12 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 11:37 pm pump motor stall recovery, (B)(6) 2020, 8:51 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 9:10 am pump motor stall recovery, (B)(6) 2020, 7:02 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 7:09 am pump motor stall recovery, (B)(6) 2020, 1:03 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 2:12 pm pump motor stall recovery, (B)(6) 2020, 5:32 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 5:51 pm pump motor stall recovery (B)(6) 2020, 1:03 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,1:40 am pump motor stall recovery, (B)(6) 2020, 5:44 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,10:11 am pump motor stall recovery, (B)(6) 2020, 11:01 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,7:34 am pump motor stall recovery, (B)(6) 2020, 7:14 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020,10:55 pm pump motor stall recovery, (B)(6) 2020, 12:39 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 7:10 am pump motor stall recovery, (B)(6) 2020, 9:28 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 12:56 pm pump motor stall recovery, (B)(6) 2020, 2:24 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 3:31 pm pump motor stall recovery, (B)(6) 2020, 4:35 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 5:38 pm pump motor stall recovery, (B)(6) 2020, 6:30 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 10:49 pm pump motor stall recovery, (B)(6) 2020,11:37 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020,12:06 am pump motor stall recovery, (B)(6) 2020,12:42 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,1:03 am pump motor stall recovery, (B)(6) 2020, 2:49 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 2:49 am critical alarm ¿ stopped pump duration exceeded 48 hours (B)(6) 2020, 10:06 pm pump motor stall recovery, (B)(6) 2020, 1:28 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,1:47 am pump motor stall recovery, (B)(6) 2020, 2:35 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020,11:56 am pump motor stall recovery, (B)(6) 2020,1:38 pm critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 1:38 pm critical alarm ¿ stopped pump duration exceeded 48 hours (B)(6) 2020, 4:35 am pump motor stall recovery, (B)(6) 2020, 6:17 am critical alarm ¿ pump motor stall occurred, (B)(6) 2020, 6:17 am critical alarm ¿ stopped pump duration exceeded 48 hours.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen via intrathecal infusion pump for intractable spasticity and spinal cord injury. It was reported the rep was called by a nurse stating that the patient¿s pump had intermittent motor stalls and recoveries since (B)(6) 2020. The caller denied any emi or magnetic interaction. Pump replacement was discussed, and it was stated it was already planned based on pump longevity but was put off due to covid. Other troubleshooting was discussed.